Event description:
It was reported that a dissection was identified requiring an additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. The arterial sheath and 0.035 j-tip wire of the nps device caused a dissection during insertion requiring an additional stent to fully cover the dissection. The patient emerged from the procedure neurologically intact and was expected to fully recover.